Manufacturer narrative:
The patient underwent percutaneous coronary intervention (pci) catheterization and used a 6f-7f mynxgrip vascular closure device (vcd) successfully. However, approximately one month and eight days after the procedure, the patient returned with infection to incision sight. Complex soft tissue mass noted with phlegmonous changes and draining wound. The patient was treated with antibiotics. The user was trained with mynxgrip vcd. The product was stored as per labeling. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f2104101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿infection¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Infections are known complications associated with these procedures and are listed as such in the instructions for use (IFU). The IFU also noted that is a patient has had a procedural sheath left in place for a period of time, consideration should be given to the use of prophylactic antibiotics before using mynxgrip. Risk factors for procedural related infections include access site preparation, underlying medical conditions, such as diabetes and body habitus. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
The patient underwent percutaneous coronary intervention (pci) catheterization and used a 6f-7f mynxgrip vascular closure device (vcd) successfully. However, approximately one month and eight days after the procedure, the patient returned with infection to incision sight. Complex soft tissue mass noted with phlegmonous changes and draining wound. The patient was treated with antibiotics. The user was trained with mynxgrip vcd. The product was stored as per labeling. The device will not be returned for evaluation. Additional procedural details were requested but are unknown.